Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a possible temporal and causal relationship between the alleged patient use of the granuflo acid concentrate during hemodialysis in 2014 and the adverse event of cardiac arrest and death. However, there is no ability to confirm the event or to obtain treatment records for the alleged death with granuflo use. There is no documentation in the complaint file of when and where this alleged event took place. Based on the limited information available, it cannot be determined if the use of the granuflo acid concentrate caused or contributed to the reported cardiac arrest and death of this patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (B)(6) social media user reported that the patient went into cardiac arrest, resulting in death after using granuflo acid concentrate. The patient had passed away in 2014. This complaint is documented in our system. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. This complaint will be processed with the information available. In the future should any additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. A review of legacy complaints performed on 12/4/2019 did not reveal similar events reported for granuflo product in 2014. Additionally, after review of non-conformances from 2014, there was no record that linked granuflo product to this incident. A review of the FDA's maude database did contain medical device reports the were filed for the product of granuflo in 2014. However, they were reported with no lot number or product code. Therefore, it did not provide enough information to contribute to the investigation. A review of the FDA's recall database does not show that there were any recalls in 2014 related to granuflo product. Granuflo concentrate lots are produced with an expiration date of 2 years, meaning product produced in 2014 has been consumed or is expired and should not be used. All device history records are reviewed and released according to sop, review and release of device history record. Product is not released if it does not meet requirements of is non-conforming. In summary, concentrate product is manufactured to meet aami requirements using validated processes, and release based on a determination that the finished product meets those requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.